Event description:
A low reading issue was reported with the adc (abbott diabetes care) device. A customer received unspecified lower sensor scan results and it is unknown whether they noted a trend arrow on the device. The customer experienced sweating, weakness, and dizziness. It was indicated that the customer was provided a sachet of sublingual sugar from a non-healthcare professional. There was no report of death or permanent impairment associated with this event. A sensor scan of 45 mg/dl was obtained and compared to a result of 170 mg/dl obtained on an unspecified device. The results/comparison readings when plotted on a parkes error grid fall into the "d" zone, showing the difference in values to be clinically significant. The length of sensor wear was three days.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.